Manufacturer narrative:
The electrode belt was evaluated, and the reported problem (add gel/replace belt messages) confirmed dn to rear te cable pulled from strain relief causing both gel fire wires to break from dn pca, causing the add gel/replace belt messages. The remaining cables wires were still intact. The distributor evaluation included downloaded data review as well as incoming functional testing of the device¿s ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing. The electrode belt passed essential performance testing. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing replace belt messages.